Manufacturer narrative:
Four photos of the device and one sample product were received for investigation. The reported issue was confirmed during visual inspection when the sample was observed to have damage to the inflation line. Per the event description, the reported damage was not observed until after intubation, therefore the investigation attributed the root cause of the condition to user interface. A review of device history manufacturing records found no discrepancies or anomalies. No actions have been assigned at this time.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that about two days after the customer intubated the product into the patient, leakage of air from the cuff was observed. No adverse patient effects were reported by the customer. It was reported that no further information is available.